Manufacturer narrative:
Received one used 011-c5060 admin set with clave for inspection. As received, the bag spike was observed to be broken off from the drip chamber. The bag spike was not returned. Examination of the break showed one side being higher than the other, typical of a bend break. The reported complaint can be confirmed. The probable cause is due to an unintentional bending force during use. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event involved an admin set with clave¿ where it was reported the spike broke during the infusion process. The event occurred during infusion of an unknown drug. There was no concomitant device involved. There was no bleed back, no chemo and no biohazard. The device was not reprocessed/re sterilized. There was patient involvement, no adverse event/ patient harm and no delay in critical therapy.

Manufacturer narrative:
The device has been received for evaluation. Investigation is pending. Additional reporter: (B)(6).